Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that while attempting a double-barrel impella cp to impella 5.5 escalation, the automated impella controller (aic) powered on with a red battery failure alarm. The aic remained plugged in for 30 minutes, but the alarm remained with a 0 percent battery charge. The aic was subsequently replaced for the planned support. There was no patient harm.

Manufacturer narrative:
The investigation for the console (aic) battery failure-red alarm has been completed. Console logs from the reported complaint date were consistent with what was reported in the complaint. There were two instances of battery failure (transport connection blown/missing) alarms [event set #360] observed in the imc logs. Console was returned for evaluation finding the reported battery failure alarm was reproduced while testing. Batttest results revealed that the cell stacks in both batteries had voltages of less than 2.5v which resulted in battery lockout. The battery failure alarm was resolved after testing this console with two known good batteries. The battery failure issue was determined to be caused by depleted batteries resulting in battery lockout.